Event description:
It was reported by international mallinckrodt facility (UK) that the cuff was herniated on one (1), size 8 fen, fenestrated low pressure cuffed tracheostomy tube. Limited info is available regarding device usage/preparation and handling techniques. The device had been in use approximately twenty (20) minutes when it was removed, examined and the reported cuff problem was detected. There was one (1) pt involved with no reported pt injury. The 8fen device was returned to the MFR for decontamination, analysis and investigation on 05/07/1998.